Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump had unexpected restart. The customer¿s blood glucose level was 131 mg/dl. The customer reported that they had an unexpected restart alarm and the battery cap was damaged. The insulin pump will not be returned for analysis.